Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-march-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the sample loop leaking and the high pressure alarm when tightened. The fse replaced the sample loop, rotor seal and stator face, 6 way valve seal, and I-6 tubing. All errors cleared and the g8 operated as intended. No further actions were required by field service. The most probable cause for low pressure and emergency stop was the I-6 tubing was clogged.

Event description:
On (B)(6) 2016, a customer reported low pressure and emergency stop on the g8 instrument. The customer also reported a leak around the injection valve. She attempted to tighten the valve but the instrument continued to leak. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.